Manufacturer narrative:
The customer's report that the secondary infusion back flowed into the primary set was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. No anomalies were observed with the set. Functional testing resulted in the secondary infusion completing with the correct amount of fluid infused and with no backflow issues. The root cause of the customer¿s report was not identified.

Event description:
It was reported from the stepdown unit that the secondary infusion of meropenem 500mg/0.9% sodium chloride 100ml infusing at a rate 33.33 back-flowed into the primary infusion of lactated ringer's 1000ml after being in use for approximately 25 minutes. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y316430, exp: feb21, lactated ringer¿s injection; 100ml baxter bag, lot: p394643, exp: jul20, 0.9% sodium chloride injection; 500mg meropenem for injection vial, lot: 980033aa188, exp: 08/2021. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. All available patient information has been provided.

Event description:
It was reported that backflow occurred when the secondary bag of meropenem in 100ml, programmed at 33.33ml/hr, was empty sooner than expected and some of the secondary bag leaked into the primary bag of normal saline, showing visible mixture of solutions. The secondary solution was "in use for about 25 minutes". The event occurred on the stepdown unit. There was no patient harm.